Event description:
It was reported that during a resectomy procedure, when firing the instrument the jaws got stuck in the tissue. It is unknown whether this was the first firing. The surgeon had to cut loose the instrument but there was no harm to the patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: additional information received: did the device staple and were the staples the proper b form shape?yes in the first 3 firings, but too difficult to determine after the instrument became locked. Did the device cut a complete cut line? Not when it became stuck, it only cut to approx the halfway point of the firing area. On what tissue type was the device used? At what location on the tissue? Tissue lateral to the bladder near the large intestine. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4th firing. During which stroke did the event occur? Second stroke. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue before misfire and instr not used after failure. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Perhaps some slight grating. If so, when? During firing when it got stuck. Were any of the forces higher or lower than expected (closing, firing, or opening)? More resistance and more difficult to fire just prior to getting stuck. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Needed to be cut out, would not open. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Premature sled movement premature sled movement the device was received for analysis with no visual non-conformances and with a blue cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; no abnormal noise was noted. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.